Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had some redness and drainage of the ins incision post-operatively. The hcp started the patient on antibiotics. No further complications were reported.